Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed: the cause of the injury was not determined due to insufficient clinical details. Fluid leak: the cause of the fluid leak was not determined due to lack of clinical details, no product returned for analysis. Pd-any device-(crack): the cause of the device crack was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
H6: added a0404.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 75 year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci) scai shock stage a, with a history of known coronary artery disease. The 14 × 13 f peel-away sheath was noted to be leaking significantly at a perforation just below the hemostatic valve. The sheath was removed and replaced with a new 14 × 13 f peel-away sheath with no further issues. The case proceeded without complication, and the patient survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.